Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there was one other similar event for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient was getting off the toilet and felt hip become unstable. She presented to (B)(6) hospital with a dislocated hip. The bipolar head from the constrained liner had disengaged from the outer component. On (B)(6) 2018, dr. (B)(6) performed an open reduction, where the liner was revised. The patient had their cup previously revised by alan turnbull for recurrent dislocation in (B)(6) 2017. When dr. (B)(6) performed an open reduction on (B)(6) 2018, he commented that the cup wasn¿t anteverted as it should have been.

Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. The event was confirmed on review of the provided medical records by a clinical physician. Method & results: device evaluation and results: a visual inspection of the returned device noted nothing remarkable. A competitor metal head was still assembled with the liner. Medical records received and evaluation: a review of the provided medical records noted; review of these records confirms dissociation of a constrained liner from an acetabular shell occurred. X-rays demonstrate that the acetabular component was position in near neutral anteversion which is a risk factor for instability, however, the root cause cannot be determined as insufficient information was available. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: a medical review confirmed disassociation however the root cause could not be determined. Further information such as operative reports, surgical implant records from the surgeries, dated pre and post op x-rays/ imaging from the index and subsequent revision surgeries, outpatient office/clinic notes & implant retrieval are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient was getting off the toilet and felt hip become unstable. She presented to concord hospital with a dislocated hip. The bipolar head from the constrained liner had disengaged from the outer component. On (B)(6) 2018, dr. (B)(6) performed an open reduction, where the liner was revised. The patient had their cup previously revised by alan turnbull for recurrent dislocation in (B)(6) 2017. When dr z performed an open reduction on (B)(6) 2018 he commented that the cup wasn¿t anteverted as it should have been.